Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report (see sections); provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes (see sections); and provide additional manufacturer. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Reference: 3009498591-2017-00474.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) ablation procedure. After the catheter was inserted into the patient, the user started making baseline measurements; however, it was observed that there was no image displayed on the ultrasound system (this complaint). The swiftlink and the ultrasound system were replaced but the issue remained. The catheter was also replaced and the issue was resolved for a few minutes and the same issue returned (3009498591-2017-00474). The ultrasound system was rebooted and the swiftlink was replaced a second time but still no image was generated. The user replaced the catheter and the afib procedure was continued and was successfully completed. The procedure was delayed by 20 minutes due to the troubleshooting. There was no loss of data and there was no patient adverse event reported. No additional information was provided.